Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that she experienced a failed sensor shortly after insertion. Patient removed the sensor and believed that the sensor wire was shorter than normal. She was unable to see any wire left in the sensor applicator and saw no wire protruding from her skin. She reported no infection or discomfort at the insertion site but was nervous that a portion of the wire broke off underneath her skin. No medical intervention was required, and patient was fine at the time of her call to dexcom technical support.